Event description:
An error message was reported with the adc sensor. Customer reported receiving a "check sensor" message from the adc sensor scan and was unable to obtain readings or monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as blurred vision, "can't talk," inability to move the right side of the body, and sweating and was unable to self-treat, requiring hcp administration of a glucozone injection (dosage unknown), transend glucose gel, orange juice, and a peanut-butter and jelly sandwich for treatment. After receiving treatment, a hcp meter reading of 93 mg/dl was obtained. No further treatment was indicated.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor. Customer reported receiving a "check sensor" message from the adc sensor scan and was unable to obtain readings or monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as blurred vision, "can't talk," inability to move the right side of the body, and sweating and was unable to self-treat, requiring hcp administration of a glucozone injection (dosage unknown), transend glucose gel, orange juice, and a peanut-butter and jelly sandwich for treatment. After receiving treatment, a hcp meter reading of 93 mg/dl was obtained. No further treatment was indicated.